Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing differences between sensor and blood glucose level readings. The customer also reported recently having a blood glucose level of 46 mg/dl. Blood glucose level at the time of the call was 177 mg/dl. The insulin pump was not replaced or returned for analysis.